Event description:
It was reported that while moving the cardiosave intra-aortic balloon pump (iabp) there was a collision. The top cover display and upper hinge cover, have crack and broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He checked found the top cover display, display upper hinge cover has crack and broken. He replaced top cover display, display upper hinge cover.

Event description:
It was reported that prior to use while moving the cardiosave intra-aortic balloon pump (iabp) there was a collision. The top cover display and upper hinge cover, have crack and broken. There was no patient involvement.